Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., other, other text: additionally, the returned cable and sensor were evaluated and passed visual, functional, and sphb simulation testing. No product performance issues related to sphb readings were identified.

Event description:
The customer reported the pronto, cable, and sensor were "not providing accurate readings" as the measurements were higher "by 2-3 data points" compared to a blood draw. There was no patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the product has been returned to masimo; however the investigation could not be completed at the time of this report. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the pronto, cable, and sensor were "not providing accurate readings" as the measurements were higher "by 2-3 data points" compared to a blood draw. No patient impact or consequences were reported.